Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the gantry would not dock. They adjusted the x-stage cover and adjusted the tilt offset. Then they were able to dock the imaging system. The system is now working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that prior to a case the system was in standalone mode. The manufacturer representative noticed that the system was not fully homed so they tried to invalidate and re-home the gantry. They were unable to re-home the gantry as the base plate and pins were bent. The site decided to use a different imaging system to continue the case. There was no delay to the procedure. No impact on patient outcome.